Event description:
It has been reported to philips that the fluoroscopy was not allowed and the procedure was aborted . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The diagnosis procedure was aborted and got rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating that '¿x-ray/exposure is not allowed'. Fse has done the troubleshooting and find out that actual cause of the issue was corrupted os software. Fse has reloading software in front ippc. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.